Event description:
It was reported that there was no pacing. It was also reported that there was a rapid increase of threshold on the ventricular lead. Thoracic photography indicated that the lead was wrapped around the tricuspid valve. During the extraction of the ventricular leadthe physician noted that the tip of the lead was "adhered tightly beyond expectation". The device was removed and replaced. The lead was removed and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).